Manufacturer narrative:
The suspect device was returned to olympus. Inspection and testing confirmed the reported event. Error code e315 was displayed due to a defective circuit board. In addition, switch 1 was damaged and leaked, evidence of fluid invasion was observed, the connector was corroded, the switches did not work, and the adhesive of the bending cover was damaged. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the scope was not recognized by the processor and error code e315 was displayed when the scope was being reprocessed between procedures. The planned enteroscopy procedure was completed using another similar device with a delay of less than fifteen minutes. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 years since the subject device was manufactured. Based on the results of the investigation, the cause of the reported event is likely do to the leakage from sw1(switch one) occurred by physical stress, or fluid invasion into the device and electrical components became damaged. The event can be detected/prevented by following the instructions for use which state: inspection of the endoscopic image perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. ·inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.